Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6. The viperwire advance guide wire was returned with a core fracture within the spring tip. Based on the length of the wire, there was an estimated 1.2 centimeters fractured section that was not returned. The spring tip was uncoiled and severely stretched. Scanning electron microscopic (sem) analysis of the distal core fracture face showed evidence of fatigue. It is possible the spinning crown was advanced within 10 centimeters of the spring tip which caused fatigue forces on the spring tip. However, this could not be confirmed and the exact root cause of the fracture could not be determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
The viperwire advance guide wire tip fractured in vivo. A snare was used to remove the fractured component. The patient was in stable condition and did not experience any complications as a result of this event.

Manufacturer narrative:
The investigation is ongoing. A final report will be submitted once the investigation is complete. (B)(4).